Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (pta), the advance 35 lp low profile balloon catheter would not inflate prior to placement in the patient's vasculature. A second advance 35 lp low profile balloon catheter from the same lot was prepared and, it too would not inflate. The balloon pressure was reported to be 6 atmospheres (atm) and a normal saline and contrast 1:1 mix was used. Because the advance 35 lp low profile balloon catheter was inflated outside of the patient's vasculature, it did not come in contact with the lesion. Another manufacturer's balloon catheter was successfully prepared and the procedure was able to be completed. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
An additional, previously unreported failure mode of pinhole leak was discovered during the physical evaluation of the device. Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned devices confirmed the presence of a longitudinal rupture in one balloon, as well as the presence of biological material. An additional failure mode, which was a pinhole leak, was also observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.